Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple times the malfunction alarm occurred and the pump stopped all insulin delivery. Contact stated the customer did not go back on pump, but instead began using manual injections. The customer's blood glucose (bg) was 230 - 444 mg/dl. The customer administered a manual injection to address high bg level. Moderate ketone levels were noted; therefore, contact called health care provider (hcp) which instructed customer to use insulin pens until ketones came down. Customer also drank water and was able to bring ketones down on the their own. Reportedly, manual injections would be used for alternate insulin therapy.